Manufacturer narrative:
The suction irrigator instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment fell off the suction irrigator instrument and into the patient. A fragment was retrieved during the same procedure. The procedure was completed.